Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2015 with the following findings: a review of the pump black box showed no evidence of cs 064 call service alarms from (B)(6) 2015. The pump alarm history indicated one cs 064 alarm had occurred on (B)(6) 2015. During testing, the pump was exercised for 24 hours with no cs 064 alarms occurring. The pump cover was removed and no defects were found. The complaint of a cs 064 call service alarm issue was shown in the history but was not duplicated during investigation.